Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and granuloma (unconfirmed) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma which resulted in a "similar episode on same side." The episode consisted of swelling that gradually worsened and looked like a "granuloma." Patient was treated with hyalase, antibiotics, ultrasound guided kenalog injections. Symptoms resolved 3 months after treatment.

Manufacturer narrative:
Medwatch sent to FDA on 02/02/2016. The events of hard swelling and filled with pus-like fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of abscess: "contra-indications juvéderm voluma xc must not be used on areas showing skin problems such as inflammation and/or infections (acne, herpes, etc.). Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Additional information: symptoms were located on the right side only which also included "hard swelling" and filled with "pus-like fluid" that was found after aspiration.